Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had hypoglycemia. The patient's blood glucose (bg) levels decreased below 40 mg/dl. Symptoms reported include hypoglycemic shock and loss of consciousness. The patient was unaware the omnipod personal diabetes manager (pdm) reset clock hazard alarm occurred and did not update the time and date setting in the pdm. The patient's husband administered an emergency injection for the patient and called emergency services. The patient re-gained consciousness and the bg levels began to rise. The ambulance arrived and check the patient's bg levels and blood pressure. No treatment was provided by the ambulance.